Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical study. Same case MFR# 6000093-2007-01093, -01092. It was reported that index procedure, the patient died. The index procedure treated 3 target lesions. Target lesion 1 was in the mid left anterior descending (lad) artery. The lesion was 2.3 mm wide, 10 mm long, and 90% stenosed. The physician predilated the lesion prior to placement of a 2.5 x 16 mm taxus express2 stent. Residual stenosis was 0% post dilatation. Target lesion 2 was identified in the mid right coronary artery (rca). The lesion was 2.3 mm wide, 24 mm long, 99% stenosed and with mild calcification. The physician predilated the lesion prior the placement of a 2.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 3 was identified in the proximal rca. The lesion was 2.3 mm wide, 8mm long, 95% stenosed and with mild calcification. The lesion was direct stenting using a 2.5 x 12 mm taxus express2 stent. Residual stenosis was 0%. The stents in the prox and mid rca overlapped. The patient was discharged one day later on aspirin and plavix. On day 330, the patient expired. The site found the death on the national death registry. The patient did not return for follow up, and certified letters were returned. The patient's family has also been unresponsive. No further information is available. In the opinion of the physician, there is an unknown relationship to the taxus stent.